Event description:
Smiths medical international has reported that they were notified that there were two events that upon insertion the endotracheal tube folded blocking the pt's ventilation. One event resulted in anoxia and cardio respiratory breakdown. Second event resulted in cyanosis. New tubes placed for both events and no adverse outcome.